Event description:
It was reported that the device turned on by itself while the patient was in church. The patient was seen and it was noted that the battery was reading okay and impedances were all in the ok range.